Event description:
The customer reported to olympus that the visera elite xenon light source, that the device displayed lamp error e301. The issue was found during the maintenance. The procedure was unknown. There were no reports of patient or user harm associated with this event.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was not confirmed. The device evaluation found that the unit had lot of scratches to the front panel and worn mouthpiece and feet. When the unit was tested it showed the error e103 and not e301 as reported. The examination lamp error and no striking heard from the igniter, was found to be caused by a fault within the power supply module. This event is under investigation. A supplemental report will be submitted upon receiving additional information.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation, and to correct information provided on the initial report. The following section was corrected: h4. Based on the results of the investigation, the phenomena were reproduced. It was determined that the e103 error occurred (examination lamp error, no striking heard from igniter) because of a fault within the power supply module. A known working power supply module was fitted to the unit and then all tests passed in accordance with the OEM technical manual. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 6 years since the subject device was manufactured. Olympus will continue to monitor field performance for this device.